Manufacturer narrative:
A getinge authorized distributor field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and was able to reproduce the reported issue. The fse determined that the batteries caused the reported issue and require replacement. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. However, replacement of the batteries is pending customer's approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that prior to use, the system 98xt intra-aortic balloon pump (iabp) had suddenly shutdown. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge authorized distributor field service engineer (fse) evaluated and determined that the subsidiary factory batteries caused the reported issue as the power storage was insufficient, and required replacement. Of note, it was reported that the customer replaced the secondary factor battery in 2018. The engineer tested the power supply and confirmed normal functioning. At this time, the customer does not plan on replacing the battery. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if additional information is provided.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h6 (type of investigation, investigation conclusions), h10, h11 corrected fields: d1 additional info: e1 (event site postal code: 73657, event site telephone: (B)(4). A getinge authorized distributor field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and was able to reproduce the reported issue. The engineer determined that the subsidiary factory batteries caused the reported issue as the power storage was insufficient, and required replacement. Of note, it was reported that the customer replaced the secondary factor battery in 2018. The engineer tested the power supply and confirmed normal functioning. At this time, the customer does not plan on replacing the battery. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if additional information is provided.

Event description:
N/a